Event description:
Follow up attempts were unable to provide any additional information regarding the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect after being kicked in the head. Impedances were normal. The patient was to have imaging done and have a plan devised after that. Additional information was requested.